Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent open reduction internal fixation (orif) and implantation of medial distal tibia plate. During the procedure, an unknown 4.0 cancellous screw was being inserted and during insertion, the head twisted off. The fragment of the head was removed, and shaft of screw remained in the patient in the bone through the plate. There were fragments generated from broken device and were removed easily without additional intervention. The procedure was completed without any surgical delay. There was no patient consequence reported. Concomitant device reported: unknown plate (part #unknown, lot #unknown, quantity 1). This report is for one (1) unknown screw cancellous. This is report 1 of 1 for (B)(4).